Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/16/2014 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads to the case seal; the reported event was duplicated. Related to the reported event, corrosion was observed inside of the battery compartment. The pump failed a leak test due to the aforementioned battery compartment damage. The pump case was removed, and no further evidence of moisture ingress was observed. A cartridge cap and battery cap were not returned with the device; a test battery cap was used during all steps of the analysis.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.